Manufacturer narrative:
Correction to d10 of the initial report, the supporting devices, usg-400 and td-sb400, were not listed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over six (6) months since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the probe was scratched due to the ultrasonic output when the probe was in contact with metal during the pre-use inspection probe check, continued ultrasound output in condition ¿1¿ caused the probe to be loaded, resulting in cracks from scratches. An error also occurred. The probe was subjected to some load and broke. The event can be prevented by following the instructions for use which state: "drawing number and revision number of IFU: rc2058 09 ¿ the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the sonicbeat probe fell off during a pre-surgery probe check. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.